Event description:
Reporter called on behalf of their family member alleging high readings on the lifescan meter. The pt had been receiving a "not enough blood" (neb) message. After attempting the fifth time, the pt received a 174 mg/dl, and experienced slurred speech and had difficulty breathing at the time of testing. The pt was treated with food and a beverage. Less than 10 minutes later, the paramedic's arrived and the reading on the paramedic's meter read 44 mg/dl. The paramedic's did not treat the pt. Customer services found out that the meter was miscoded and the pt had not been cleaning the meter accordingly. Having the meter miscoded and cleaning the meter incorrectly can lead to false blood glucose readings. The technique of applying the blood on the test strip was correct. The test strips were in good condition and not expired. The pt did not have control solution to check the test strips. Based on the info provided, there is no evidence of a malfunction. The pt suffered a serious injury and the meter may have contributed to the injury, as the error messages and the inaccurate high reading due to use error delayed appropriate action.